Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis noted the damaged port septum had pulled material with evidence of coring likely to have been caused by the use of a coring needle. The access port and port tubing had non-penetrating nicks with striations described as surgical tool scratch-like. The band tubing and buckle were broken with striations consistent with a surgical end cut to remove the device. No add'l info has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."

Event description:
Health professional reported reflux. The device has been explanted.